Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient went to surgery because of a malfunctioning vagus nerve stimulator system with near-depleted pulse generator battery. The patient had an explantation of the complete old vagus nerve stimulator system including the lead and pulse generator, and then implantation of a new vagus nerve stimulator lead and generator. Extensive scar tissue was noted on the nerve. Good faith attempts are being made for additional details about the reason the patient had their vns lead replaced. If high lead impedance was noted or a lead break. Thus far no further details have bee attained. The explanted product was discarded at the hospital so will not be returned for product analysis.